Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
It was reported the patient had their system implanted after a car accident. The date of the implant was unknown however the patient noted the implantable neurostimulator (ins) kept ¿shorting out¿ and the therapy never worked right. The patient also noted there were multiple times when they were recharging that it would ¿burn their butt¿. They met with their manufacturer representative who worked with the patient on programming and in (B)(6) 2009 the device was shut off. Even with the device being shut off the patient would feel ¿jolts¿ once in a while which would drive them crazy. The patient further noted that if they would sit for too long they would be in major pain. The patient¿s manufacturer representative wanted to replace their implantable neurostimulator recharger (insr) however the patient stated there was a problem with the ins. The patient¿s device was explanted in (B)(6) of 2013.

Manufacturer narrative:
(B)(4).